Event description:
It was reported during setup at the user facility that the device would spark during use. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.